Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured intracranial aneurysm located at left side with a max diameter of 4 mm and a 4 mm neck diameter. It was noted that the patient's tortuosity was normal. The landing zone was 5 mm distally and 5.2 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the operator selected a shield flow-diverting stent. After vascular access was established, the stent was delivered to the ipsilateral m1 segment. After exposing approximately 7¿8 mm of the tip end of the stent and waiting for about 10 seconds, the tip end did not open. The operator continued to deploy approximately 12 mm of the stent, but the tip end still did not open. The operator attempted to resheath and redeploy, shake, push and pull, the tip end still did not open. After adjusting the microcatheter tension and other manipulations, it still could not be opened. The stent was therefore withdrawn from the body. After replacing with another stent, the procedure was completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a ton-bridge silver snake guide catheter.